Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon receipt, the power brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) had a defective power brick. The last pt to use this battery/modem did not report any deficiencies.